Event description:
A patient underwent lead and generator replacement surgery due to high lead impedance. According to the company representative, there was no visually apparent cause of the high impedance observed during surgery. The explanted lead and generator were not returned to the manufacturer and are unavailable for analysis. No additional relevant information has been received to date.